Event description:
Country of complaint: (B)(6). Needle detached from thread, it happened to 3 - 4 pouches out of 36. Client says that it's not the first time and that it's happened with other batches too.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: samples received: 1 open racepack. There are no previous complaints of this code batch. There were (B)(6) units of this code batch manufactured, there are units in OEM stock. Received one open sample, with the thread still wound on the pack and without needle. Also received four samples from OEM stock. Needle attachment testing of the samples received from stock was completed and the results are within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.